Event description:
It was reported while using the bd micro-fine¿+ pen needles 31g x 5mm (70 count) there was no solution coming out. After several attempts, the needle was able to produce the solution, but the infuse resistance was clearly different. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about clog. There was a report from a patient that no chemical solution was coming out. The sales representative retrieved the original needle and tried it, and found that there was no solution coming out. After several attempts, the needle was able to produce the solution, but the infuse resistance was clearly different from that of other needles. It is unknown whether the needle will be reused or not.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 15-feb-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using the bd micro-fine¿+ pen needles 31g x 5mm (70 count) there was no solution coming out. After several attempts, the needle was able to produce the solution, but the infuse resistance was clearly different. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about clog. There was a report from a patient that no chemical solution was coming out. The sales representative retrieved the original needle and tried it, and found that there was no solution coming out. After several attempts, the needle was able to produce the solution, but the infuse resistance was clearly different from that of other needles. It is unknown whether the needle will be reused or not.